Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient on was hospitalized. Upon follow up, the inpatient program coordinator reported that the patient was hospitalized on (B)(6) 2020 following the onset of chest pain and complications from end-stage renal disease. There was no report of pd therapy involvement in these diagnoses or in the cause of hospitalization. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided liberty select cycler without incident. The patient discharged to home on (B)(6) 2020. It was confirmed this hospitalization was not due to a malfunction or any other issues involving the liberty select cycler. The patient transitioned from hemodialysis to pd for renal replacement therapy on (B)(6) 2020 without incident. There was no report of the patient¿s use of pd therapy at home post-discharge, yet it was stated the patient has reported to an outpatient fresenius clinic for home pd therapy training since discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.